Event description:
According to the reporter, prior to use, the connector disconnected when the product was opened. There was a crack on the tube of the slip joint part. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.